Event description:
It was reported by the rep that the (1) cdh33 was used during a colon procedure. It was reported that one staple was open between the two complete donuts. There was no leak and all of the tissue layers were intact. The case was completed with another device and with no pt consequence.